Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter was broken/ deformed out of package. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217254714 was returned and analyzed. Visual inspection showed the loop array was misshaped. The inability to insert the mapping catheter to the balloon catheter was observed as the tip of the mapping catheter was getting stuck in the catheter¿s luer. Further inspection under a microscope revealed a kink next to electrode #1. The flex shaft (pebax tubing) diameter was within specification. In conclusion, the mapping catheter failed the returned product inspection due to a kink in the tip/loop section. If information is provided in the future, a supplemental report will be issued.